Event description:
During inspection of the tray at the warehouse, it was discovered that the screwdriver broke in half. Unsure of exact date that device broke, but confirmed no patient involvement etc. Discovered at branch on (B)(6) 2015.

Manufacturer narrative:
Evaluation summary: the reported event of the screwdriver breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused either by poor maintenance of the device, or by the end of life of the device itself. The visual inspection revealed that the colored strip on the device has chipped paint, consistent with the device being used and reprocessed multiple times. Moreover, since the device was manufactured in 2008, it is likely that it had reached its end of life. Note that stryker doesn¿t define an expiration date for every reusable device, however it provides a guideline for the performance of regular visual and functional inspections, which should be done in order to determine if the device has in fact reached its end of life. On the other hand, the fractured surface presents corrosion on the edges, which is an indication of fatigue fracture due to propagation of corrosion. If proper maintenance and/or cleaning are not performed, it is likely that corrosion will occur, ultimately leading to the breakage of the device. Note, as stated in the instructions for cleaning, sterilization, inspection and maintenance: ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used.¿ [¿] ¿note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During inspection of the tray at the warehouse it was discovered that the screwdriver broke in half. Unsure of exact date that device broke, but confirmed no patient involvement etc. Discovered at branch on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.